Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was repositioned in 2009, due to low sensed r-waves and high pacing thresholds. Perforation was later seen and the lead was explanted and replaced.